Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in a common femoral artery using a proglide device via a 6f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, an unknown device failure occurred. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The unspecified issue could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Without the specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.